Event description:
The customer reported to olympus, the autoclavable telescope had the image became green during an unknown therapeutic procedure. The procedure could be completed successfully without patient harm or delay of the procedure. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the customer allegation was confirmed and it is likely that the following hypotheses led to the malfunction: unacceptable tension in the area of the "charged coupled device with holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "charged coupled device holder to bumper sleeve", unacceptable tension in the area of the "charged coupled device with holder." Assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined, or pre-existing damage to the "charged coupled device with holder." Assembly due to using a suboptimal adhesive device.¿ this issue is addressed in the implementation of CAPA-150p-007: optimization of bumper sleeve bonding and alteration of jigs 5016686. Olympus will continue to monitor the field performance of this device.